Event description:
It was reported that the patient was experiencing bad headaches, diarrhea and constant urination. As a result, the patient has been in and out of the hospital. Additional information was received that the physician does not believe that patients symptoms were device related. All device components were explanted and were not returned due to facility policy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500/m365sc2218700. Model: sc-2218-50/2218-70. Serial: (B)(6). Batch: 7081161/7074860.

Event description:
It was reported that the patient was experiencing bad headaches, diarrhea and constant urination. As a result, the patient has been in and out of the hospital.